Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.port explanted and replaced. The band remains implanted.

Event description:
It was reported that six months post op of a lap gastric band placement, the patient was not losing weight after fills. The fourth fill was done with fluoroscopy on no leak was noted. Seven ccs of saline was injected and only four ccs could be removed. The patient was taken back to surgery, and it was discovered the band tubing had completely separated from the port. The tubing was clipped and a new port was placed. A leak test was performed. Ten ccs of saline was injected, and the surgeon was able to remove 10 ccs. There were no other issues with the band the procedure was completed with no patient consequence. Patient is stable.